Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The necessary supplies were not available to perform troubleshooting on the insulin pump. Nothing further was reported.